Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. Review of the device image indicated a fluctuating battery voltage during the device¿s midlife range that caused the programmer to temporarily over-estimate the remaining longevity. The cause of the longevity estimate discrepancy could not be determined.

Event description:
New information received notes that the patient was without complications post-procedure.

Event description:
New information received notes that there were no complications for the patient post- procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received a vibratory alert for elective replacement indicator. Premature battery depletion was noted. Device was explanted and replaced.